Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. (Other) UDI # (B)(4) expiration date unknown(10)lot number unknown complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: pdl-l-pt10s, synthes lot number: 7785557: release to warehouse date: october 23, 2014. Mfg. Site: brandywine. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016. The patient was weight-lifting at a gym on an unknown date. He heard a popping sound and experienced pain. A doctor's appointment with x-rays on (B)(6) 2016 revealed that the (one) polyethylene inlay with tantalum marker/larger-10mm sterile had popped out and was not in alignment with the (two) other implants. The hardware removal consisted of synthes implants: (one) superior end plate large 11°-sterile, (one) inferior end plate large-sterile, and (one) polyethylene inlay with tantalum marker/larger-10mm sterile. The implants were all intact with no product problems. The patient was revised to a fusion between levels l5-s1 with competitor's products. The procedure was successfully completed with no surgical time delay. There was no other additional medical or surgical intervention. The patient status outcome is stable. The original implant date was (B)(6) 2015 by the same surgeon. Concomitant devices reported: superior end plate large 11°-sterile (part# pdl-l-sp11s, lot# 7811264, quantity # 1), inferior end plate large-sterile (part# pdl-l-ip00s, lot# 7755470, quantity # 1). This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: manufacturing investigation: a visual review of the inlay shows damage to the front radius, locking tabs, side rails, and the spherical surface. The damage to the inlay is post manufacturing. Due to the damage observed on the inlay it is not possible to accurately measure the features noted. The damage to the inlay features are: locking tab is rounded off, both side rails are damaged and the spherical surface exhibits scratches. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A product evaluation was performed. The investigation of the complaint articles indicates that the: pd investigation: one prodisc-l superior endplate (item pdl-l-sp11s lot 7811264), polyethylene inlay (item pdl-l-pt10s lot 7785557), and inferior endplate (pdl-l-ip00s lot 7755470) were returned for analysis. The implants were returned with damage that is consistent with removal of the implants. Bone remnants were observed on the superior endplate. The snap lock feature was observed to be slightly rounded. Visual examination did not reveal any design related issues. The prodisc-l design and clinical risk management was reviewed and it was determined that an update is not warranted at this time. No definitive root cause of the inlay was able to be determined by pd, manufacturing or the third-party investigations. No design related issues were identified. The calculated occurrence rate is acceptable under the system risk assessment. During the investigations no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon is unsure whether the poly inlay popped out or slowly migrated out. When he did the revision surgery the poly inlay was not secured in the inferior endplate.